Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call the patient was hospitalized due to low blood glucose. Customer's blood glocuse was 1.0 mmol/l. The customer was in a coma at hospital. The customer was discharged when he came out of coma and subsequently sent home. The customer was at home now and connected to the pump. The customer's mother did not any details pertaining to the hospitalization. The customer's mother stated that she noticed grey o-ring just inside reservoir compartment has come off. The customer's mother was advised to discontinue use of pump and reverts to back up plan. The customer's was advised that the device would be replaced.